Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the reservoir had leak when trying to fill the reservoir. The customer¿s blood glucose was unknown. The customer was assisted with troubleshooting. The customer stated that the threads on the plunger were not there and it leaked out reservoir. Customer states the location of the leak was from o rings. Customer states the leak was past second o ring. The device will be returned for analysis.

Manufacturer narrative:
Evaluated 1 random seal reservoir. Performed pre-fill reservoir test per (B)(4). Reservoir or transfer guard found no leakage anomaly during filling. Evaluated 3 open or used reservoirs. Performed pre-fill reservoirs test per (B)(4). Reservoirs or transfer guards found no leakage anomaly during filling.